Event description:
It was reported that a pump system exhibited a failure for the force bridge sensor. There was no patient involvement or patient injury reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Initial reporter also sent reprot to FDA is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.